Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that an 840 ventilator had a loss of communication between the graphic user interface (gui) and the breath delivery unit (bdu). The ventilator was not in use on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the gui cable and run the ground isolation test. The customer reported to replaced the gui cable and conducted final testing of the device. All tests passed. Covidien was not authorized to evaluate the device.